Event description:
It was reported that during anchor arthroscopy the micrograsper straight won¿t close, is broken. The device was outside of the patient at the moment of the failure. There was no delay and it is unknown how the procedure was completed. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: one 7207598 micrograsper straight has returned for evaluation. This is a two year old reusable device. The complaint stated: ¿during anchor arthroscopy the micrograsper straight won¿t close, is broken¿. Visual assessment confirms complaint. The jaws would not close. An exact root cause cannot be determined with confidence. However, factors that could have contributed to the reported event include: inadequate cleaning of device or excessive force. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaint batch records was preformed, no other complaints of this failure was found.